Event description:
The patient underwent a procedure for a trial scs system. It was reported during the procedure impedance issues were observed with one lead and amplitude was unable to be increased. The physician repositioned the lead and further troubleshooting were unable to resolve the issue. The physician removed the lead and placed another lead. Effective coverage was obtained.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.